Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-25097. The pt has two leads for off-label use with the same lot number. It was reported the pt is receiving ineffective coverage and uncomfortable stimulation. Reprogramming did not provide resolution per the pt experiencing rib/abdominal stimulation. X-rays were taken and revealed no anomalies. The pt underwent surgical intervention to address an unrelated spine issue and the physician evaluated the scs system. The physician decided not to change the scs system at this time. An sjm representative will troubleshoot the issue at a later time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.